Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented in clinic for follow up. Device interrogation noise oversensing loss of output due to lead insulation break on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events of insulation damage and sensing noise were confirmed. As received, a partial lead was returned in one piece. Visual inspection of the lead found full breach insulation degradation 6.6 cm from the connector pin adjacent to the connector boot. The cause of the reported events was isolated to the full breach degradation.